Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10 therapy date: (B)(6) 2024 h3, h4, h6: part # 806.004.02s lot # 224l030 manufacturing site: werk bio oberdorf release to warehouse date: 12 oct 2023 expiration date:n/a supplier: n/a a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the rapidsorb cortscr ø2 l4 2u was observed broken between the head and the threaded body and the photo only shows the head. Therefore, the reported condition can be confirmed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. ¿ as the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the rapidsorb cortscr ø2 l4 2u would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, during a glioma resection surgery , when inserting the screw, the screw broke, all the pieces were removed from the patient. Nine (9) screws were used to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There was no surgical delay reported. There were no adverse consequences to the patient. This report involves one (1) 2.0mm rapid resorbable cortex screw 4mm-sterile. This is report 10 of 10 for (B)(4). This product complaint is related to (B)(4). Which captures an additional four broken screws.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9 device returned to manufacturer added h3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that the rapidsorb cortscr ø2 l4 2u was found broken between the head and the threaded body. The broken fragment was returned for examination. No other issues were observed; therefore, the reported condition can be confirmed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional evaluation was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the rapidsorb cortscr ø2 l4 2u would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part:806.004.02s lot:224l030 manufacturing site: werk bio oberdorf supplier: (B)(4) release to warehouse date:16 oct 2023 expiration date: na a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.